Event description:
It was reported that (1) tlc55 was used during a total cystectomy procedure. It was reported by the rep that the instrument did not fire during the total cystectomy. A second tlc55 was used to complete the case. There was no consequence to pt.